Event description:
Customer called lfs on 9/4/02 alleging their ot ii meter was reading inaccurately high. Patient stated they were taken to the ER and received treatment after feeling low. Patient stated that on the morning of 2002 patient tested their blood before breakfast and obtained a reading of 528 mg/dl. Patient took 22 units of novolog insulin, which is based on their sliding scale. Patient did not eat breakfast. Patient felt they had time to go to the bank before the insulin began to work so patient left the house after taking the insulin. Upon arriving home from the bank patient felt very sick, "like I was slipping into a diabetic coma." Patient took some glucose tabs and called their neighbor. Their neighbor gave patient a large glass of orange juice and called the paramedics. Within 45 minutes patient was taken to the e.r. And their blood sugar was tested with a result of 69 mg/dl. Patient was kept at the e.r. For the day and monitored. Patient was released with a reading of 185 mg/dl. Patient stated when patient arrived home 15 minutes later, patient tested on their meter and obtained a result of 381 mg/dl. Patient stated patient has not been cleaning the meter properly and patient did not have the appropriate supplies to test the meter. The meter and new supplies have been sent to the customer.